Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 4.5 fr non-bsc sheath was inserted and a 0.035 inch non-bsc guide wire was approached to the opposite side. Then, the lesion was crossed using non-bsc microcatheter and another non-bsc guide wire. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 2.5mm-2cm coyote balloon catheter. No patient complications were reported.